Manufacturer narrative:
B5: upon follow-up, it was reported that the cause of peritonitis was unknown. The peritonitis was manifested by cloudy effluent. The patient was hospitalized and treated with vancomycin (at a dose of 30 mg/l, intraperitoneal, discontinued after 12 days) and ceftazidime (at a dose of 125 mg/l, intraperitoneal, discontinued after 12 days) for peritonitis. A day after hospital admission, the patient was discharged. At the time of this report, the patient has recovered from cloudy effluent 13 days after the initial symptom onset; however, the patient outcome for peritonitis was not reported. Action taken with pd therapy was unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, hospitalization, treatment, patient outcome and action taken with pd therapy were not reported. No additional information is available.